Event description:
It was reported that the continuous glucose monitor disconnected from the ilet, the system exited bg run mode, and automated dosing stopped, after which the user ate an unannounced snack and experienced hyperglycemia; initial reconnection attempts using the sensor pairing process were unsuccessful, prompting a sensor replacement before connection and dosing resumed. Symptoms included elevated blood glucose with a reported maximum of 310 mg/dl and no acute clinical manifestations. Outcomes included several hours of hyperglycemia without use of backup therapy, ketone testing, medical intervention, or assistance. Investigation included technical troubleshooting and user education, including device restart, sensor pairing procedures, and starting a new sensor. Investigation of this case revealed that the cgm pairing failure resolved after repeated pairing attempts and sensor replacement, with dosing resuming once connection was reestablished. It was concluded that the event resulted in transient hyperglycemia associated with loss of cgm connectivity and suspension of dosing, with recovery after reconnection and resumption of automated dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.